Event description:
An infusion pump with a failure code 16:310. The failure was reported to have occurred during pt infusion. No record of any pt incident involving the pump since the last baxter service event. No add'l info available.